Event description:
Pt's meter was reading inaccurately high. Pt explained that for approx two to three weeks they had been obtaining readings in the high "300's mg/dl" and in the low "400's mg/dl". Pt did mention that they had dropped the meter twice sometime before the meter started reading high. Pt was placed on a sliding scale insulin regimen due to pregnancy. Several days prior to calling lfs, they obtained readings in the "300's and 400's" and took insulin based on the readings. Soon after taking insulin they experienced shakiness. They decided to visit the fire dept to have blood glucose level checked. Pt reported that the fire dept meter read "36mg/dl". Pt was treated with 5 cans of coca cola. Pt was released with a blood glucose level of "168mg/dl". Pt reported that a few days later they started feeling shaky and sweaty after taking insulin based on the high meter readings. They decided to visit the e.r. A reading of "63mg/dl" was obtained on the e.r. Meter. Pt was treated to increase blood glucose level and released 7 to 8 hours later. Pt could not specify exact blood glucose readings obtained on their meter and time of tests performed. Based on the flow of events leading up to the symptoms and treatments received from the healthcare professionals, the meter may have contributed to the serious injury. The customer service rep discovered that the pt had been cleaning the meter with alcohol. A check strip test performed with the customer service rep fell within the accepted range after the meter was cleaned properly. Pt did not have control solution to troubleshooting further. The pt did confirm that the customer service rep walked them through a display check and no display issues were discovered. The meter and control solution were replaced.